Event description:
The customer alleged discrepant results generated from the cobas liat system ((B)(4)). A customer from (B)(6) alleged that they received a potential false positive result for the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system ((B)(4)). The customer reported that alleged run#2475 generated potential false positive call for sars-cov-2, influenza a, and influenza b targets for a patient¿s sample. The same patient sample was sent to the lab to be retested, the testing platform used is unknown, the smaple generated a negative result for sars cov-2. On the following day a recollected sample from the patient was sent for a full respiratory screen test; the customer is unsure of which platform was used to analyze the patient¿s sample that generated negative results for sars-cov-2, influenza a, and influenza b. Patient sample was collected using nose & throat swab and sigma virocult viral transport media. There was no allegation of harm to the patient. Unknown if the results were reported out to the patient and/or personnel treating the patient.

Manufacturer narrative:
The customer's cobas liat analyzer ((B)(4)) data was reviewed. The system¿s data analysis identified that run #2475 was found to be a potential false-positive result for the sars-cov-2, influenza a, and influenza b targets. This result was due to a possible tube leak during this run. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4)